Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
It was reported that the customer had a failed battery test alarm on the insulin pump. Customer's blood glucose level was 310 mg/dl. Customer used a new aaa alkaline battery that was stored at room temperature. Customer stated that the battery drained last night and the customer woke up to a blood glucose level of 310 mg/dl. Customer reported that his battery lasts about 2 or 3 days. Customer was calling back after receiving a replacement battery cap. Troubleshooting was performed. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.